Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following results: any information from the black box or pump history was overwritten due to continued use of the pump. The pump could not be adequately tested due to an unrelated display issue.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report the ¿pump is not working.¿ the reporter could not provide any other information. Animas made 3 attempts to contact the patient without success. This complaint is being reported because the reporter alleged that the animas product malfunctioned.